Manufacturer narrative:
PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot , part: 03.111.500, lot: 3725560, manufacturing site: (B)(4), release to warehouse date: april 11, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent the osteosynthesis surgery for right distal radius with a va two-column plate and the guiding block in question. During the surgery, the surgeon tried to connect the guiding block to the plate. When turned the screw of the guiding block with a screwdriver, the screw part of the guiding block broke. The surgeon drilled the distal screw hole with a drill sleeve because he could not use the guiding block, and the surgery was completed successfully. There was no surgical delay. Concomitant devices reported: unknown plates (part# unknown, lot# unknown, quantity# 1). Unknown screwdrivers (part# unknown, lot# unknown, quantity# 1). This is report 1 of 1 for (B)(4).